Event description:
Customer reported the foot pedal buttons were loose and that the voltage cable sheath is torn. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and replaced the foot switch and repaired the high voltage cable. System operates as intended.